Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
Treatment of multiple severely calcified lesions in the left main (lm) and left anterior descending artery (lad) was performed with a diamondback coronary orbital atherectomy device (oad) on a patient who had been turned down for surgery and had been referred for high-risk percutaneous coronary intervention. A ventricular assist device was placed at the beginning of the procedure due to the heavy disease burden of the patient. Balloon angioplasty was performed following high-speed treatment with the oad, and a stent was placed in the mid lad with no issues noted. Following placement of a stent in the proximal lm, imaging was performed and showed significant pinching within the stent which had been placed in the lm; therefore, post-dilation in this area was performed. At this point, the patient was noted to have a large perforation. Two covered stents were placed, however a small leak remained, and a third stent was placed. All three stents were post-dilated, and a small trickle leak was still present. The patient developed evidence of a tamponade. A pericardiocentesis was performed, and the tamponade was resolved. The pericardial drain was inadvertently removed when obtaining an echocardiogram. The echocardiogram demonstrated no evidence of increased pericardial pressures and a small residual pericardial effusion was noted. The physician determined that the risks of accessing the pericardial space again outweighed the benefits; therefore, the drain was not replaced. The patient was observed in the cardiac catheterization lab for 40 minutes and at the 40-minute mark, as there was minimal re-accumulation of pericardial fluid, it was determined that placement of another pericardial drain would carry more risk than benefit, and the patient was transferred to the intensive care unit. On (B)(6) 2019, it was reported that the patient was hospitalized, and the ventricular assist device was still in use. On (B)(6) 2019 it was reported to csi that the patient had expired. Per the physician, no csi device caused or contributed to the event, however the cause of death was not reported to csi.